Event description:
It was reported that the remote monitor would not dial out. A new monitor will be ordered for the patient. No patient complications were reported as a result of this event.

Event description:
It was reported that the remote monitor would not dial out. A new monitor will be ordered for the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The complaint description was incorrectly reflected. The description for this complaint is [it was reported that daily phone check light was flashing orange on the remote monitor. Set-up of the monitor was verified and the monitor would not dial out the manual transmission. A new monitor and return kit will be mailed to the patient.] Consequently, this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for a missed manual transmission if it were to recur.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.